Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Post filter deployment a few years later, CT revealed ivc filter with tines extending out of the ivc two tines were abutting the posterior wall of the aorta without contrast extravasation or pseudo aneurysm. One of the struts was no longer attached to the filter. An inferior venacavogram was performed showing occlusion of the ivc just distal to the most cephalad portion of the filter. Subsequently, the patient underwent complex filter retrieval. Attempts were made to advance the glide wire past the ivc filter were unsuccessful. The forceps were used bluntly to dissect the apex of the filter from the caval wall. After several attempts, the filter apex was grasped and the main portion of the filter was retrieved successfully. On retrieval, it was confirmed that two filter arms had fractured off prior to the procedure. Using the atraumatic forceps, attempts were made to retrieve the tine in the aorta, but it embolized to the left common femoral artery. The tine was snared and retracted through the sheath. During this part of the procedure, there was evidence of thrombus formation within the pulmonary artery branches which contained the catheters. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt, filter limb detachment and retrieval difficulties. Additionally, it can be confirmed that thrombus was formed within the pulmonary artery branches during the retrieval procedure. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device: 4001).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, was difficult to retrieve, and filter struts perforated into organs. It was further reported that limbs detached and went to the pulmonary and profunda arteries. The device was removed percutaneously; however, thrombus formed in the pulmonary artery as a result of the retrieval procedure. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, was difficult to retrieve, and filter struts perforated into organs. It was further reported that limbs detached and went to the pulmonary and profunda arteries. The device was removed percutaneously; however, thrombus formed in the pulmonary artery as a result of the retrieval procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Post filter deployment a few years later, CT revealed ivc filter with tines extending out of the ivc two tines were abutting the posterior wall of the aorta without contrast extravasation or pseudo aneurysm. One of the struts was no longer attached to the filter. An inferior venacavogram was performed showing occlusion of the ivc just distal to the most cephalad portion of the filter. Subsequently, the patient underwent complex filter retrieval. Attempts were made to advance the glide wire past the ivc filter were unsuccessful. The forceps were used bluntly to dissect the apex of the filter from the caval wall. After several attempts, the filter apex was grasped and the main portion of the filter was retrieved successfully. On retrieval, it was confirmed that two filter arms had fractured off prior to the procedure. Using the atraumatic forceps, attempts were made to retrieve the tine in the aorta, but it embolized to the left common femoral artery. The tine was snared and retracted through the sheath. During this part of the procedure, there was evidence of thrombus formation within the pulmonary artery branches which contained the catheters. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt, filter limb detachment and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Adverse event problem (device: 4001).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, was difficult to retrieve, and filter struts perforated into organs. It was further reported that limbs detached and went to the pulmonary and profunda arteries. The device was removed percutaneously; however, thrombus formed in the pulmonary artery as a result of the retrieval procedure. The current status of the patient is unknown.